Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, an analysis was concluded based on the received media of the complaint device. A video provided by the customer shows the inability to adjust the rotation speed using the speed adjustment knob, confirming the reported events.

Event description:
It was reported that failure to adjust speed occurred. A rotapro console was selected for use. It was reported that rotation per minute speed could not be changed. There were no patient complications.

Manufacturer narrative:
D5 operator of device: corrected. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, an analysis was concluded based on the received media of the complaint device. A video provided by the customer shows the inability to adjust the rotation speed using the speed adjustment knob, confirming the reported events.

Event description:
It was reported that failure to adjust speed occurred. A rotapro console was selected for use. It was reported that rotation per minute speed could not be changed. There were no patient complications.

Event description:
It was reported that failure to adjust speed occurred. A rotapro console was selected for use. It was reported that rotation per minute speed could not be changed. There were no patient complications.